Event description:
Ous MDR - after an implantation time of approximately 95 months, inappropriate shocks due to insulation damage next to the fixation sleeve were reported. The lead was capped and replaced.

Manufacturer narrative:
(B)(6) 2018 - a portion of this lead was returned for evaluation. The returned lead was only available in fragments. It had been cut through 23 cm distal of the is-1 connector pin. Only the proximal part of the lead was returned for analysis. During the analysis, the lead fixation sleeve was found 22 cm distal of the is-1 connector pin. As mentioned in the complaint text, the insulation was damaged by fraying proximal of this at 20 cm and at 21 cm distal of the is-1 connector pin. In this area, the coating of the rope conductor to the ring electrode was damaged. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, a conductor fracture of the rope conductor to the ring electrode was detected. In addition, the outer conductor component group had been pulled out of the inner conductor component group in the area of the connector. These damages were with high probability caused during the extraction process. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.